Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m 100 filter set. Upon connection of the venous blood line, the nurse observed a broken male luer lock. Treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 150 ml. The patient was not symptomatic as a result of the blood loss and required no medical intervention. The treatment was restarted with a new prismaflex filter set. It was reported that the patients hemoglobin level decreased sometime after this event from 92 g/l to 87 g/l.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for lot number 14b2704g, shows that there is no manufacturing anomaly. The prismaflex m100 set was not returned for investigation. Pictures of the involved venous luer connecter were provided. In the pictures, there is a crack at the effluent male luer connector.